Event description:
Last thursday night the pt tested on meter and received a blood glucose reading. The following morning, he tried to test on his meter and the meter displayed the previous reading from the night before and did not display the code number. The meter would also display an error 3 message. Error 3 indicates that the blood or control sample was applied before the apply symbol appeared on the display. The pt was unable to test his blood glucose; therefore, he went to md office and spoke to a nurse who advised him to contact lifescan. The pt did not receive any medical treatment. Per pt, the error 3 was resolved; however, the meter still displays the reading from thursday night. Pt has been unable to test since then. Unable to resolve the issue; therefore, sent the pt a replacement meter.